Event description:
[Brush head] coming loose from my toothbrush - oral-b. [Device connection issue] case narrative: female consumer via e-mail reported that the oral-b floss action toothbrush head came loose from the oral-b toothbrush handle during brushing. No injury was reported. 29-aug-2024 via digital safety assessment survey: the consumer was 43 years old. No medical professional was contacted. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.